Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is user/use error. The dfu cautions against inflation above the rated burst pressure (rbp). (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional procedure, a balloon rupture occurred. The apex balloon catheter was inflated many times to approximately 20 atms when the balloon ruptured.